Event description:
It was reported that the customer was taken to the emergency room and was hospitalized in intensive care unit due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 491 mg/dl. Caller stated that the customer had low oxygen levels, infection, fever, adrenal failure and her kidneys were shutting down. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.